Event description:
Information was received that this smiths medical cadd legacy pump exhibited "main board failure error 1720". Subsequently, the patient switched to backup pump. No patient injury reported. No adverse effects were reported.